Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 30x1/2 rb experienced a broken needle which was noted after use. The needle was used on the patient, and after use it was found that a portion of the needle had broken off. It is not specified whether the broken portion of the needle is believed to have become embedded within patient, or whether medical intervention was sought as a result of the product defect. The following information was provided by the initial reporter: on (B)(6) 2019, the doctor used a syringe (material# (B)(4)) matched single-use injection needle (material# (B)(4)) to feel abnormal during the intravitreal injection of the patient. After the injection is completed, the needle is pulled out. After the examination, it was found that part of the tip of the needle was broken.

Manufacturer narrative:
H.6. Investigation: one (1) sample and six (6) photos were provided by the customer for investigation. The returned sample was viewed using 10x magnification and it was observed that there is a dent in one (1) side of the needle shaft and then the needle tip has defective grind and has not be ground properly. Additionally, six (6) photo were also provided by the customer for investigation. Five (5) of the six (6) photos show the tip of the returned needle viewed from different angles. The sixth (6th) photo shows the entire needle. The returned sample was shown to a cannula department quality engineer who determined that the cannula likely got caught in the strip which holds the cannula as they are being ground due to the dent in the cannula shaft. This caused it not to be removed properly after the grinding process and therefore it was run through the grinding process a second time which resulted in the needle tip condition. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that the needle 30x1/2 rb experienced a broken needle which was noted after use. The needle was used on the patient, and after use it was found that a portion of the needle had broken off. It is not specified whether the broken portion of the needle is believed to have become embedded within patient, or whether medical intervention was sought as a result of the product defect. The following information was provided by the initial reporter: on (B)(6) 2019, the doctor used a syringe (material# 309628) matched single-use injection needle (material# 305106) to feel abnormal during the intravitreal injection of the patient. After the injection is completed, the needle is pulled out. After the examination, it was found that part of the tip of the needle was broken.